Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor base also the cannula was found whole with no broken or missing parts. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor break. Customer advised the sensor is missing an electrode and is impossible to use. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.